Manufacturer narrative:
Updated: h6, h10. Corrected: g2, h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no and noisy image issues and the observed b31 scope communication error issue could not be determined, however, the issues were likely the result of damage or disconnection of the image sensor unit due to repetitive stress, external factors, user handling, or a component failure on the electrical circuit board. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿ ¿confirm that the wli and nbi endoscopic images are normal¿. ¿1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found distal end had a dent. Due to damage on the charge coupled-device (ccd) unit, the image had white dots. Due to damage on ccd unit, b31(scope communication err) occured. Due to damage on ccd unit, image noise occured and the image could not be seen. In addition, the control unit, the grip, the right/left lever, the up/down plate, the right/left plate, the switch 1, the ligh-guide-cover glass, the light-guide connector, the video connector, and the video connector case were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the screen crashed and was black during use when using the endoeye flex deflectable videoscope. It was also reported that there was noisy image. The device was inspected before use. The issue was found during a laparoscopic procedure. The procedure was completed after the device was replaced. There were no reports of patient harm.